Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. The needle has detached from the thread. No consequence or delay in the intervention. Sample available.

Manufacturer narrative:
Samples received: 1 support cardboard with thread. Analysis and results: batch number informed does not exist and in the sample received there is no packaging with the batch information. We have received an open sample (only the support cardboard) with the needle detached from the thread and the thread is still wound on the pack. As no batch number is available we cannot review the batch manufacturing records. Final conclusion: in spite of receiving a defective sample, without batch number and closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample or batch number is received in the future, we will re-open the case and analyse it. In consequence, the case is not confirmed due to lack of evidence. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.